Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up with high blood glucose. The customer's blood glucose level was 360 mg/dl. The customer also reported that the insulin pump was showing a full reservoir but the reservoir was actually empty. The drive support cap was sticking out. The customer was unsure how the damage occurred. The customer declined troubleshooting for the high blood glucose. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The empty reservoir alarm functioned properly. No empty reservoir alarm anomaly noted. The drive support was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip.